Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.model# was not provided.

Event description:
A (B)(4) customer's mother stated a control reading of 13.2mmol/l was received on the contour next link the meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. Customer was advised to return the test strips for evaluation.